Event description:
It was reported by the customer we have encountered another event related to the same issue. It was, however, a different lot number. I have the device in my possession. No patient harm noted. No other information was provided. (B)(6) 2023 - 4 devices were returned for investigation, 3 of them confirmed the reported issue. This report addresses the third confirmed device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty activating the safety mechanism of infusion sets is confirmed and was determined to be supplier related. Four 20 ga x 0.75 in. Safe step infusion sets were returned for evaluation. Microscopic observations of the returned infusion sets revealed the first three samples exhibited excessive adhesive where the metal collar of the safety mechanism meets with the needle housing. Functional testing of attempting to engage the safety mechanism of each of the four samples revealed the first three samples to exhibit difficulty engaging the safety mechanism. Engaging the safety mechanism for sample 4 was unremarkable. Because excessive adhesive was found on the metal collar of 3 out of the 4 returned safety mechanisms, preventing the safety to be engaged, the complaint of difficulty engaging the safety mechanisms of the returned samples is confirmed. This complaint will be recorded for future trending and monitoring purposes. The supplier was notified of this event and bd is working closely with the supplier to prevent recurrence of the reported event.